Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device made a cracking noise during the firing stroke, but fired normally otherwise. Upon unloading of the cartridge, it was noticed that the metal backing of the cartridge remained in the device. Another device was opened to finish the procedure. No pt consequence.